Manufacturer narrative:
The device was received for evaluation. During functional testing, air-in-line error was not reproduced. A review of the event history log (ehl) revealed air-in-line messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the ultrasonic sensor being out of range and failed to calibrate. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had air in line error constant. This occurred during testing in the biomedical department. There was no patient involvement. No additional information is available.